Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box and two photos for investigation. The stapler was returned with no staples remaining. The bottom component of the complaint sample was observed to be positioned incorrectly, which allows the staples to become misaligned and misfire during use. The rail was observed to be positioned above the bottom at the proximal end of the cover block. Proper functional inspection could not be performed because no staples were remaining in the device. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73f2300576 was manufactured on 06/19/2023 a total of (B)(4) pieces. Lot was released on 06/30/2023. DHR investigation did not show issues related to complaint. A CAPA was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to severe staple misalignment. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that, "consistently failing to properly grasp the skin during procedures". No patient harm or injury. The patient status is reported as "fine".